Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after the device drops, screen breaks and the touchpad no longer works. There was no reported patient or user impact. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned to philips bench repair for troubleshooting/evaluation. The bench repair technician (brt) observed, the reported complaint. And found the front assembly damaged. And a bunch of minor scratches on the lcd. The brt replaced the front panel assembly (touchscreen included) and lcd assembly. The nbp and touchscreen were calibrated as part of the repair process. The device passed all tests and was returned to the customer. It is not known, how the device fell. And no additional information. If the device was attached to a roll stand or wall mount was provided. Therefore, we are considering this to be a malfunction of cause unknown.

Event description:
The customer reported, that after the device fell. The screen broke. And the touch panel does not work anymore. Patient involvement is unknown. There was no report of patient or user harm.